Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, bubbles, explosion and spark occurred inside the pt's bladder when activating the high-frequency output of the esg-400 electrosurgical unit (output mode/output power level: cut/200 w; coag/120 w in saline). However, the intended procedure was reportedly completed by using the same set of equipment and there was no report about an adverse event of pt harm or injury. Subsequently, the pt developed unspecified pain and a bladder perforated was diagnosed during a follow-up cystoscopy procedure. No other info was provided and it is also unk if additional treatment was necessary.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for eval/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unk. However, if the suspect medical device is returned for eval or additional significant info becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.